Event description:
It was reported that the pacemaker exhibited over-sensing noise. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the pacemaker exhibited over-sensing noise. No intervention was performed. The patient was in stable condition.